Event description:
It was reported that a patient underwent an eye procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to tie a knot with suture. Changed another one to complete the surgery. Enclosed please find defect photo. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/8/2024. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that it was received one needle-suture piece outside its packaging that pertain to the product code w9560. The product code is double-armed. During visual inspection of the returned sample, the suture was examined, and the extreme was noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted on the strand. The other section of the suture was not returned for analysis. As per the conditions of the returned sample, no functional test could be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.